Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters had cracked hubs and leakage . The following information was provided by the initial reporter: ivs had cracked hubs; leaking was noticed once patient hooked up to fluids.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters had cracked hubs and leakage the following information was provided by the initial reporter: ivs had cracked hubs; leaking was noticed once patient hooked up to fluids.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 27-jun-2022 h.6. Investigation summary: bd received two insyte autoguard blood control units from lot 1291862 for evaluation. Our quality engineer visually inspected the two units and observed a crack starting at the luer and running along the adapter on both units. Additionally, a microscopic inspection was performed, and the cracks could be observed. Next, the units were tested for leakage and leakage was seen coming from the cracked area on both returned units. Therefore, the reported defect of cracked adapter was verified. This type of damage may occur during the manufacturing process. This type of crack could occur because of the adapter h-bot misalignment or worn-out grippers. Misalignment of the rotate grippers with respect to the pick and place gripper fingers can cause an adapter to crack. Due to this misalignment, the contact would happen when the pick and place grippers are in the advanced position before the adapter rotate operation was completed. Per manufacturing procedures, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance was performed to maintain and ensure proper functioning of equipment. Preventative maintenance records were verified to be up to date during the production of this lot. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all involved personnel to raise awareness of this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.